Event description:
During egd procedure, surgeon placed probe through scope to cauterize. When in place, surgeon noted tip was missing. Probe was withdrawn. When scope was removed, surgeon saw tip. Surgeon determined to leave it in patients gi tract.